Event description:
The reported description notes that a patient alarm was not generated at either the bedside or central monitor. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the patient's blood pressure dropped below the configured alarm limits, and the monitor did not alarm. The monitor alarm review shows arterial blood pressure artifact inop starting 4 minutes before the reported failure to alarm. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.